Event description:
It was reported that, "there was soft tissue in the tibia tray and the implant would lock but it wasn't fully seated so it had to be removed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.